Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
During the implant procedure, the physician experienced difficulty slitting the cps direct xw sheath. The slitter became detached from the sheath and needed to be reattached. After slitting, the physician had to use a lot of force to remove the stylet from the lead. After managing to do so, it was observed the stylet was coated and kinked. The lead was removed and another lead was implanted.